Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which revealed a crack on the rim of the minicap. Dimensional measurements were checked on the sample and the device passed dimensional measurement testing. Functional testing was performed and the device failed the leak test. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on a minicap resulting in iodine leakage. This was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.